Event description:
It was reported that after inserting the intra-aortic balloon (iab), the blood flowed beyond the hemostasis valve of the sheath and into the sleeve. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.